Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a crack opening. A leak test was performed and found two openings on the valve. A microscopic analysis identified: a sharp curved opening on the valve bond edge assessed as an unidentified (tear) opening (no shell thickness due to opening is under plug strap), a curved cracked opening on the valve assessed as a cracked valve seat diaphragm valve and partial delamination of diapherm flange disk assessed as adhesive failure. Based on the device analysis the final assessment is: a crack opening on the valve assessed as a cracked valve seat diaphragm valve and a sharp opening assessed as and an unidentified (tear) opening.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.